Event description:
C02 embolism occurred in a pt during the endoscopic vein harvesting procedure. The surgeon observed the c02 gas in the ventricle going into the right coronary artery while opening the pericardium. C02 flow was immediately disconnected. Medical intervention was required to clear out the c02 gas from the pt's circulatory system. By the end of the bypass procedure, pt's pa pressure had come down, systemic and heart pressure went back up and the pt woke up without any neurological complications.